Event description:
Event description guidant received information that at implant, 60 hz noise was noted on the right atrial (ra) lead with the h175-311531. All setscrew connections were verified. A new h175-311579 was implanted and then noise was noted on both the ra and right ventricular (rv) electrograms. All of the setscrew connections were verified. The implantable cardioverter defibrillator (ICD) was sensing the atrial noise. All lead measurments were normal when tested with a pacing system analyzer (psa). A check of the device the next day noted atrial and rv impedances were elevated and out-of-range. A loss of pacing was also noted.